Manufacturer narrative:
The investigation of access site bleeding and product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 revised to reflect both adverse event and product problem, based on the additional information received. B5 revised to reflect additional information received. H6 medical device problem code revised based on the additional information received.

Event description:
It was reported that the repositioning sleeve has separated from repositioning unit, exposing the catheter to a non sterile environment. The sleeve was reattached with tegaderm.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient, and therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) as a bridge to transplant and three days after start of the support the patient experienced a hematoma. There was a small amount of swelling to the right shoulder. Heparin was held and the patient was monitored for improvement before restarting. It was identified that physical therapy was having the patient use the right arm with a resistance band. Following, several days later, a hematoma was again noticed, and heparin was held once again. The patient continues on impella mcs.